Manufacturer narrative:
The reported condition is currently being investigated.

Event description:
Incident details surrounding event. Console would not get passed probe self test. Tried two probes. Sending in telemetry data. Unsure if the issue is the probes, the console or both. Alert 176 came up multiple times. Had to switch to a second probe and still could not get passed the probe self test. Ablation could not be completed. Alert happened during treatment. Patient was under general anesthesia. Patient was no able to be treated. Patient is ok. No intervention. Mara console gen-16-050 e-complaint- (B)(4).

Manufacturer narrative:
Investigation x-no sample returned *analysis and findings e-complaint (B)(4). *was the complaint confirmed? Yes distribution history the complaint unit was purchased from aegea medical, by csi on 08-03-22 and shipped on 11-23-22. Manufacturing record review a review of the device history record could not be performed as the record could not be located at the time of this investigation. If the DHR should be located going forward, it will be reviewed, and this complaint amended accordingly. Incoming inspection review the aegea incoming console - aegq-2220 was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record no prior service history record was found for this unit. Historical complaint review a review of the 2-year complaint history showed one similar reported complaint condition, which was not confirmed. Product receipt the complaint unit has not been returned to coopersurgical. Visual evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation an evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. A review of telemetry data showed error code 176 (hypotube temperature under limit), however, this code indicates a probe issue. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause no definitive root cause could be reliably determined for this issue, at this time. *correction and/or corrective action complaint unit has not been returned to coopersurgical. Error code 176 was noted in the telemetry data sent with the complaint; however, the console could not be tested to verify the issue. Coopersurgical will continue to trend this complaint condition. No further corrective actions necessary. No further training is required since the complaint was not confirmed. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Incident details surrounding event console would not get passed probe self test. Tried two probes. Sending in telemetry data. Unsure if the issue is the probes, the console or both. Alert 176 came up multiple times. Had to switch to a second probe and still could not get passed the probe self test. Ablation could not beb completed. Alert happened during treatment. Patient was under general anesthesia. Patient was no able to be treated. Patient is ok. No intervention. 1216677-2023-00013 mara console gen-16-050 e-complaint (B)(4).